Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was no longer vibrating. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump did not vibrate during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken black wire on the vibrator motor. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.